Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned however; the reported issue of the cuff not deflating is a known issue and investigation efforts for confirmed faults have been documented in a corrective and preventative action. If the sample is received and any new or significant information is identified from the sample analysis, a summary will be provided in a supplemental report. Information has been added to the database and complaint trends will continue to be monitored.

Event description:
Customer reported at cuff check before intubation, the tracheal cuff could not be deflated completely. No additional information was provided.

Manufacturer narrative:
(B)(4). One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. An inflation/deflation test was performed on both the bronchial and tracheal cuffs and both maintained their air pressure. There were no deformations or anomalies observed in the device. The reported failure of cuff won't deflate is a known issue and has been investigated under a corrective and preventative action.